Event description:
A 42 year old g2p2 female with bilateral subglandular dow corning gels. No history of trauma or decrease in size. Burning pains in breasts with left greater than right. Systemic complaints: arthralgias, morning stiffness, wide spread myalgias, muscle spasms, numbness, swelling, chronic fatigue, sleep disturbances, swollen mandibular glands, fevers, tmjd problems, blurred vision, dizziness, dry mucus membranes, hair loss, oral sores, "choking sensation" to sun/cold/chemicals, chest pain, weight fluctuation, diarrhea/gas and increased bruising. Right and left ruptures found on surgery. Capsules moderate/thick and contracted. Left greater than right some granulomatous changes, left weight 240g.